Event description:
Customer reports via phone that the luer lok and connection tubing is blowing off syringe during injections. Customer uses merit medical connection tubing with cordis 6fr pigtail catheters. Flow rate 14ml per sec for volume of 35-40ml.

Manufacturer narrative:
Manufacturer report: root cause identified: defect was not co confirmed. Conclusions: device history record was reviewed and no non conformances were found during manufacturing process. Corrective actions: no corrective action was assigned.